Event description:
I used renu multi plus at the end of february and developed symptoms. I used renu products when I travel and infrequently, if needed when biking or when I am out (carried in my purse). I woke up with eye pain and unable to see. I went to the ER and it was the next day that my vision was much worse in the left eye ( I could see light). I have been treated at eye clinic since march. I cannot read with my left eye due to the scar left by the fungus.